Event description:
It was reported that during a rotator cuff repair the distal anchor of the healicoil knotless was broken when passing the suture through the anchor. All the pieces were retrieved from the patient. There was a back-up device available. It is unknown if there was a delay. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed the device was not returned in the original packaging but a patient chart stick label was applied to the bag with the batch number of the complaint on it. The distal anchor was returned broken at the top of the threads. The lower portion of the distal anchor is still inside the inserter. The distal plug and proximal anchor are still in place on the inserter. A functional evaluation was performed on the returned device and found both knobs moved the inner and outer inserters as intended. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the tensile strength has been established. Also, material certificate of analysis (coa) is required for raw material. A clinical review states the device was returned for evaluation and based solely on the results of the product evaluation the root cause of the reported breakage was the result of improper/excessive force. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the root cause has been associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.